Manufacturer narrative:
A3a: majority sex literature reference: 10.1016/j.jcin.2023.10.055. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed titled 'head-to-head comparison of 2 paclitaxel-coated balloons for femoropopliteal lesions'. A total of 302 patients were randomized 1:1 and assigned to the passeo-18 lux dcb (study device) group or the in.pact admiral dcb (control device, medtronic vascular) group for testing of noninferiority. The access site of all patients was examined, and 2 patients in the control group showed a hematoma at the puncture site. Follow-up data reported six patients died during the first year of follow-up (4 in the control group and 2 in the investigational group), resulting in survival rates of 97.2% and 98.5% in the in.pact admiral and passeo-18 lux groups, respectively. None of these deaths were related to the device or the procedure. Eleven patients underwent cd tvr (5 and 6, respectively). No major target limb amputations occurred.